Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w cartridge was loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges. It should be noted that if a 60mm device is tried to fire with a 45mm reload, it will lockout. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened as intended during testing; no abnormal noise was noted during testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a robotic prostatectomy, the device was fired and it made a sound that was different than normal and it did not release staples or cut; did not fire. A second reload was opened and had the same issue; no staples released and there was no cut. They opened the patient and a third device was used to complete the procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.